Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the 1.9f catheter was leaking at the luer to extension tubing connection. PICC was placed in the left saphenous vein (ankle).